Manufacturer narrative:
This electrode was analyzed upon receipt from the field. Visual inspection noted the electrode was returned in two segments. Analysis determined this electrode had become fractured in the notch area just distal of the sense b electrode. The ends of the conductor coils in the area of the fracture had some melted metal on them, indicating the fracture occurred while the electrode was in service. The fracture is the likely root cause of the observed noise, oversensing, and inappropriate shocks.

Event description:
It was reported that this implantable electrode exhibited noise that was oversensed resulting in an inappropriate shock. The patient was seen in the hospital and the associated device was interrogated. It was confirmed that the device had recorded a decrease in amplitude measurements as well as noise that resulted in both treated and non-treated episodes being recorded in the device memory. It was reported that there was no decrease in amplitudes noted in the primary vector and, as such, the device was reprogrammed from the secondary vector to the primary vector. Additional information was received that the system was explanted and returned to boston scientific for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that noise, oversensing resulting in inappropriate shock was delivered when it comes to this electrode. The patient was seen and it was confirmed that the amplitudes decreased resulting in oversensing. It was noted that during the implant no decrease in amplitudes was seen in the primary vectror thus the device was reprogrammed to the primary vector. Additional information received noted that the system was explanted, and will be returned. No adverse patient effects were reported.

Manufacturer narrative:
This electrode was analyzed upon receipt from the field. Visual inspection noted the electrode was returned in two segments. Analysis determined this electrode had become fractured in the notch area just distal of the sense b electrode. The ends of the conductor coils in the area of the fracture had some melted metal on them, indicating the fracture occurred while the electrode was in service. The fracture is the likely root cause of the observed noise, oversensing, and inappropriate shocks. This report is being filed to correct the date of the event and the common device name (d2).

Event description:
It was reported that this implantable electrode exhibited noise that was oversensed resulting in an inappropriate shock. The patient was seen in the hospital and the associated device was interrogated. It was confirmed that the device had recorded a decrease in amplitude measurements as well as noise that resulted in both treated and non-treated episodes being recorded in the device memory. It was reported that there was no decrease in amplitudes noted in the primary vector and, as such, the device was reprogrammed from the secondary vector to the primary vector. Additional information was received that the system was explanted and returned to boston scientific for analysis. No adverse patient effects were reported.